Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product event summary #analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the lower case and the lead flex cover were corroded, the heart block, wire contacts and the heart lead flex were contaminated, the battery contacts were compressed and the keyboard was scratched. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken input connector. The generator was returned for service. There was no patient involvement.